Event description:
The resolution clip was during hemostasis of stomach procedure. The resolution clip was removed from its packaging and tested. Then the physician introduced the resolution clip into the scope and attached to the mucosa and deployed. The audible click was heard and the clip was released from the catheter. On inspection, it was noticed that the clip had reopened after the deployment and was lying loose in the duodenum. There were no pt complications. The pt's condition was reported to be stable.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed.